Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, it was noted atrial lead impedance warning triggered, but no polarity switch occurred. Lead monitor is programmed to monitor only, and it was noted that the atrial unipolar and bipolar warning occurred. Ra lead threshold was noted at .5volts/ 4milliseconds but capture management has not been able to consistently obtain capture during the auto test in the right atrial. It was also reported there was a high atrial threshold obtained. The physician to be consulted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was referred to cardiology and then to electrophysiology. No intervention has been performed.